Event description:
As the dr attempted to perform hemostasis on the medium to large pre-pyloric ulcer in the upper gastrointestinal tract with the rotatable clip fixing device, the clip, which was attached to the tissue, would not separate from the coil sheath. When the dr attempted to pull the clip fixing device from the vessel, the clip, still attached to the coil sheath, ripped off the top of the artery causing the stomach to fill with blood. The pt is reportedly doing well. The pt may have to restrict her diet as a consequence of the surgery.